Event description:
It was reported by the customer that the bd pyxis medstation es system unexpectedly stopped responding in the middle of a case. The customer stated that the user were not able to use the machine which delayed about ten minutes. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-jul-2022 to 30- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck with critical failure message. A technical support specialist reached out the customer, but the issue was resolved from their end. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding in the middle of a case. The customer stated that the user were not able to use the machine which delayed about ten minutes. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the station was stuck with critical failure message. A technical support specialist reached out the customer, but the issue was resolved from their end. The system was functional as intended.